Event description:
The health care professional (hcp) stated that the pt had a motor stall that occurred last year with no motor stall recovery noted. The hcp performed a pump refill on (B)(6) 2010 and pulled 20ml out of the pump reservoir. The hcp wanted to turn the pump off. They had planned to replace the pump with another pump or a stimulator. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).